Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6), 2011 for the treatment of pelvic organ prolapse. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient had a sling implanted on (B)(6) 2011 for cystocele, rectocele, stress urinary incontinence and labial hypertrophy. The patient experienced vaginal pain, foul odor discharge, incontinence and dyspareunia four months after the product was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.